Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low voltage lead failed to sense when screwed into the heart. The lead was explanted and replaced during the procedure. No patient complications have been reported as a result of this event.